Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify button keypad anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
It was reported that the insulin pump had button error alarm. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.